Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, when negative pressure was applied before inflation, reverse bleeding was noticed and the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported.